Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he had shocking all over his body on the day of the report. The patient was unsure if his stimulation was on or off currently because he couldn¿t communicate with his system and he only felt shocking sensation. The patient reported that he last knew for sure he had stimulation on yesterday. The patient sometimes used stimulation 24/7 or intermittently as he needed it. The patient noted that it was very comfortable when he put any pressure over/near the ins site. The patient noted that he was supposed to have a massage as a part of physical therapy on the day of the report, but his back was so sensitive, that they couldn¿t do the massage. The patient reported that positional changes could make shocking worse or better. Both the recharger and patient programmer (pp) showed no telemetry message and this didn¿t resolve with multiple retries. The patient didn¿t used the pp antenna with the pp and the pp had fresh batteries. The patient reported that he had a fall that could be related to the issue on (B)(6) 2019 when he was getting out of bed and his one knee buckled and he fell forward. The patient noted he wasn¿t seriously injured but did get a small bruise on his nose and right hip. The patient reported that he didn¿t hit the area around his ins as he fell forward and the ins was in his buttock. The shocking sensation started the day after the fall. No further complications were reported.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he had shocking all over his body on the day of the report. The patient was unsure if his stimulation was on or off currently because he couldn¿t communicate with his system and he only felt shocking sensation. The patient reported that he last knew for sure he had stimulation on yesterday. The patient sometimes used stimulation 24/7 or intermittently as he needed it. The patient noted that it was very uncomfortable when he put any pressure over/near the ins site. The patient noted that he was supposed to have a massage as a part of physical therapy on the day of the report, but his back was so sensitive, that they couldn¿t do the massage. The patient reported that positional changes could make shocking worse or better. Both the recharger and patient programmer (pp) showed no telemetry message and this didn¿t resolve with multiple retries. The patient didn¿t used the pp antenna with the pp and the pp had fresh batteries. The patient reported that he had a fall that could be related to the issue on 2019-06-02 when he was getting out of bed and his one knee buckled and he fell forward. The patient noted he wasn¿t seriously injured but did get a small bruise on his nose and right hip. The patient reported that he didn¿t hit the area around his ins as hefell forward and the ins was in his buttock. The shocking sensation started the day after the fall. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.